Event description:
During a endovascular stenting procedure (vessel/target unk), a 6.0 x 18 mm palmaz genesis on amiia was chosen. There were no anomalies noted with the product or the packaging prior to use. The device was prepped per IFU and it prepped normally. The vessel was not calcified or tortuous. The physician advanced the stent to the target site without difficulties; however, the device would not deploy.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.